Event description:
It has been reported to us that during the procedure the needle of the pressure gauge jumped and the balloon inflated unexpectedly. The physician inserted a balloon catheter into the patient. The physician attempted to pressurize the balloon and applied pressure to the inflation device, however, the needle of the pressure gauge did not respond. The physician continued to use the inflation device and the needle of the pressure gauge jumped suddenly and at the same time the physician noticed that the balloon suddenly inflated. The physician continued to use the device for the procedure. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.